Event description:
It was reported that the right ventricular lead had noise, high impedance, high threshold, and that patient alerts had triggered. The noise was reproducible with device manipulation. The lead was reconnected to the device and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (b)940: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance. There was a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. The daily pace impedance data shows an abrupt increase for ventricular pace bi impedance=475 to 4047 ohms peak between (B)(6) 2010 and (B)(6) 2010. The max ventricular pace bi impedance varies in the range 437 to 1159 ohms between (B)(6) 2010 and (B)(6) 2010. There was oversensing. There were eight ventricular nst<=210 ms average v-cycle between (B)(6) 2010 and (B)(6) 2010. The lead integrity alert triggered. There was a patient alert for lead failure predictor on (B)(6) 2010.